Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the workstation power supply to meet specifications and plugged printer cable into the correct port on back of c-arm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system is locking up. There was no report of pt injury.